Manufacturer narrative:
Added information to section h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: a device history record (DHR) review was unable to be performed because the serial number of the valve is unknown. The device was not returned to edwards lifesciences for further investigation, as the valve remains implanted, and no medical records or images were provided. The literature article from which this complaint originates contains information used to determine the most likely root cause of the event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. Based on the information available, the most likely cause is patient factors, including patients age at implant. There is no evidence to suggest an edwards manufacturing defect.

Event description:
Through review of medical article "a modified buddy-wire technique for crossing of the interatrial septum with the sapien 3 valve during transseptal mitral valve-in-valve/ring procedures", the following event were identified as pertaining to edwards devices: an 25-year-old female with a 26 mm edwards perimount valve implanted in mitral position underwent valve-in-valve procedure after an implant duration of at least six (6) years due to failing bioprosthetic mitral valve with stenosis and regurgitation. A 26 mm transcatheter heart valve was implanted within the surgical valve.

Manufacturer narrative:
H10: additional manufacturer narrative: this is one of three manufacturer reports being submitted for this article. Refer to medwatch number 46284 and 46347 for additional events within the same article. The date of the event is unknown; however, according to the article, the study period was from january 2018 to march 2022. Thus, the first day of the reported study period (1 january 2018) was used as the occurrence date. The subject device is not available for evaluation as it remains implanted in the patient. Article citation: doshi sn, savvoulidis p, mechery a, lawton e, ludman pf, nadir a. A modified buddy-wire technique for crossing of the interatrial septum with the sapien 3 valve during transseptal mitral valve-in-valve/ring procedures. Cjc open. 2022 jul 15;4(10):886-893. Doi: 10.1016/j.cjco.2022.07.006. Pmid: 36254330; pmcid: pmc9568716. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.